Manufacturer narrative:
It was reported that the suture broke above the tamper tube following a successful deployment. Manta was implanted without issue; hemostasis was achieved and there was no consequence to the patient. The device was returned and inspected. The device was confirmed to not have the suture captured under the spool cap. The root cause of the suture breaking is due to the suture not being captured correctly under the spool cap. The device history record was reviewed, and no non-conformities were identified. Due to the low occurrence rate, this is believed to be an isolated incident and does not indicate a quality lot issue.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation and the returned device. A follow-up report will be submitted upon completion of the investigation.

Event description:
The reporter contacted essential medical, inc. On (B)(6) 2019 to report that on that same date during a transcatheter aortic valve replacement procedure, it was alleged that the manta's suture broke above the lock advancement tube after the manta device had been successfully deployed and secured in place with the radiopaque lock. The manta account representative present during the procedure communicated to the manta proctor that the user held normal tension on the manta during deployment with no extraneous tension applied during the manta closure procedure. He further stated that the user reported seeing the secondary suture lock behind the lock advancement tube at the time the suture allegedly broke. The reporter confirmed that the manta was implanted properly without issue and there was no consequence to the patient associated with the alleged suture breakage.